Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was 12.4 mmol/l. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced, discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted. Device received with the battery icon displayed properly.